Event description:
Following replacement of the coin cell battery, it was reported that the device would not complete the boot up cycle. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control is anticipating the device return for eval and continues to investigate the reported failure. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.